Event description:
The patient was treated with cosmoplast to the body of the lip. The patient went to emergency room with nausea, vomiting and diarrhea at midnight. Follow up findings note the patient was treated at the emergency room with morphine and phenergan. The etiology of the patient's symptoms are unknown. The patient's symptoms resolved the next day. The patient believes it was probably the flu. Inamed's approach to compliance is in favor of reporting.